Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. There was no adverse impact to the customer¿s blood glucose level. Technical support contacted support authority and received approval to perform pump reset, after which pump function returned to normal and customer was able to resume insulin delivery.